Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported prior to use of bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes, 2 tubes had stopper issues. One stopper was deformed and one stopper was missing. There was no health impact or consequences reported.

Manufacturer narrative:
Investigation summary: bd received 2 photos for investigation. The photos were reviewed and the indicated failure mode for defective stopper was observed. Missing stopper was not observed. Additionally, 100 retention samples from bd inventory were visually inspected and no defects or missing stoppers were observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for defective stopper based on the photos provided. This complaint is unable to be confirmed for missing stopper. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported prior to use of bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes , 2 tubes had stopper issues. One stopper was deformed and one stopper was missing. There was no health impact or consequences reported.